Event description:
It was reported that the procedure was to treat an unknown lesion in the anterior descending artery. A 4.0x18mm xience alpine drug eluting stent (des) was being advanced; however, it became caught on an unspecified ht balance middleweight (bmw) universal guide wire (gw) and could not advance to the target lesion. Upon removing the stent from the artery, the physician saw what appeared to be a fracture in the stent. A new 4.0x18mm xience alpine stent was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional universal bmw device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as it was related to operational context of the procedure. The reported stent break could not be confirmed as the stent was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance, difficulty to remove and material separation appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6: device code 2920 was removed.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the procedure was to treat a moderately calcified, 90%stenosed lesion in the anterior descending artery. A 4.0x18mm xience alpine drug eluting stent (des) was being advanced; however, it met resistance with an ht balance middleweight (bmw) universal guide wire (gw) and could not advance to the target lesion. Upon removing the des from the anatomy, it appeared that the stent was fractured. A new 4.0x18mm xience alpine stent was used to successfully complete the procedure with the initial bmw guide wire. There were no reported adverse patient effects and no clinically significant delays in the procedure. Returned device analysis found that the inner and outer member were separated. Follow up information from the account reported: upon removing the des from the anatomy, strong resistance was met between the delivery system and the guide wire which remained in the target lesion. The des was separated from the guide wire with force, resulting in the separation of a segment of the des that was outside of the patient anatomy. The separated portion of the des was discarded. No additional information was provided.